Manufacturer narrative:
Section d4: additional information section h4: additional information manufacturer's investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log file. The log file contained approximately 7 minutes of data, spanning from (B)(6) 2019 14:20 to (B)(6) 2019 14:27, which captured continuous low-speed events and pump stops throughout the log file. Pump power and pi ranged from 0.0-15.4 watts and 0.6-7.2, respectively. Pump flow was captured as 0 lpm throughout the entirety of the log file. The low-speed and pump stop events captured in the log file appeared to occur while the patient was supported by the patient cable, power module, and batteries. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. Multiple requests for additional information were sent to the customer but no response was received. No product available for investigation. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 4 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient arrived at the emergency room with intermittent pump stops and low flows that had been occurring for approximately one hour. The highest speed the pump would run at was 900 revolutions per minute (rpm), though it was set at 8600 rpm. The pump power spiked to 10-12 watts. The healthcare team suspected percutaneous lead damage exchanged the system controller, but the issues persisted. Log files were sent to technical services, who confirmed low flow, low speed, and pump stop alarms, and noted that this pump behavior can be caused by percutaneous lead conductor damage or thrombus. The patient was emergently taken to the catheterization lab to place an impella, and then the percutaneous lead was disconnected from the system controller. The pump was disconnected after a swan-ganz catheter was placed. Cardiac output was 5.14 liters per minute and cardiac index was 2.38 liters per minute per square meter. No further information was provided.